Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 aortic valve implanted for 4 years and 4 months was being worked up for redo transcatheter aortic valve replacement. The valve had become severely stenotic due to calcium without the presence of thrombus. The most likely etiology is degeneration preceded by leaflet thrombosis despite his direct oral anticoagulant (doac). The patient is asymptomatic though not overly active, nyha class I. The physician recommendation was to pursue valve replacement despite his lack of symptoms to avoid unplanned hospitalizations or other complications. The patient underwent a valve-in-valve procedure after an implant duration of 4 years and 6 months due to stenosis. A 29mm sapien 3 ultra resilia valve was successfully implanted.

Manufacturer narrative:
Updated section b5.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 aortic valve implanted for 4 years and 4 months was being worked up for redo transcatheter aortic valve replacement. The valve had become severely stenotic due to calcium without the presence of thrombus. The intervention date has not been scheduled.

Manufacturer narrative:
Updated sections b5-b7 and h6- clinical code, type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification was confirmed based on medical record provided. Available information suggests patient factors (diabetes mellitus) likely contributed to the event as patient has a medical history of diabetes mellitus. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 aortic valve implanted for 4 years and 4 months was being worked up for redo transcatheter aortic valve replacement. The valve had become severely stenotic due to calcium without the presence of thrombus. The most likely etiology is degeneration preceded by leaflet thrombosis despite his direct oral anticoagulant (doac). The patient is asymptomatic though not overly active, nyha class I. The physician recommendation was to pursue valve replacement despite his lack of symptoms to avoid unplanned hospitalizations or other complications. An intervention date has not been scheduled.